Manufacturer narrative:
After further evaluation of the translation of this complaint, it has been determined that the previously submitted report was sent in error. Was reported for catheter broke/ separated from hub, however, the translation is actually referring to peel back. This is not considered to be a reportable malfunction.

Event description:
It was reported that catheter broke off with a bd neoflon¿ IV cannula, 26 g x 19 mm. The following information was provided by the initial reporter, translated from german to english: access system: peripheral venous catheter, patient: newborn, left back of the hand, disinfection: octenisept, after uncomplicated percutaneous puncture of the vein, it broke off when pushing forward, experience of the user: neonatologist, specialist in paediatrics, 11 years of professional experience.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter broke off with a bd neoflon¿ IV cannula, 26 g x 19 mm. The following information was provided by the initial reporter, translated from (B)(6) to english: access system: peripheral venous catheter; patient: newborn, left back of the hand; disinfection: octenisept; after uncomplicated percutaneous puncture of the vein, it broke off when pushing forward ; experience of the user: neonatologist, specialist in paediatrics, 11 years of professional experience.